Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The carrier and power management boards were replaced. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system malfunction, affecting mechanical ventilation. There was no report of patient involvement.